Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the received device shows excessive usage evident by the appearance of the wear, gouge marks and black spots. The device has significant plastic deformation and impaction marks at the edges where device attaches to the impaction handle. The device is broken into pieces. The slight deformations and visible planar sections in the fracture pattern is indicative of a brittle fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a wear and use related issue and design related issue. The failure was caused by intended use. Since device is manufactured of plastic material and incurs numerous impaction events, cleaning and sterilization cycles, breakage as noted in this complaint can be expected. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the devices were found broken at set inspection.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the devices were found broken at set inspection.